Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to recreate the error and found that the erbe needed to be replaced. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu for evaluation and the reported failure (c-34 error not firing) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the other equipment manufacturer (OEM) for repair. A review of the procedure log showed a hysterectomy - malignant procedure was performed on (B)(6) 2022 by the listed console surgeon on system sk1087. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed the following possible related system errors: 25913 iesu error: c-34. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the monopolar energy was not working after the start of the procedure, and the integrated electrosurgical generator unit (iesu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant procedure, the customer experienced an issue with the erbe in that the system displayed c-34 errors when activating the monopolar instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the site to change out the instrument and cord, but the site was getting c-34 errors when activating the monopolar instrument. Despite the troubleshooting efforts, which included restarted the system, but the issue persisted. The site continued with the case and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.